Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. This report was originally reported under mfg report num 1119421-2019-00680. (B)(4).

Event description:
A physician reported via a study collected safety events, that following cataract extraction with intraocular lens (iol) implant procedure, there was trace pigment noted on the lens.